Event description:
It was reported that cleo infusion set¿s tubing had fallen off from the infusion site during infusion. The site was still adhered to the patient body. The patient was able to reconnect the tubing and resumed insulin delivery successfully. The operator of the device was the lay user or patient. There was no patient harm due to the event reported.

Manufacturer narrative:
D4 - lot # is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.